Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that no p-waves were being sensed, nor seen on the surface when pacing was inhibited. Multiple follow up attempts were made, and they yielded no further information. The lead remains in use. No patient complications have been reported as a result of this event.